Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the pump was going through batteries like crazy. Caller stated that the pump would freeze up and say failure to deliver, but it hasn't done that recently. Customer used to put one battery in for 3-4 months and now they are changing it at least monthly and maybe even more often. Customer started noticing the battery issues around (B)(6). Caller stated that the customer had no delivery issues in almost a month. Customer stated that they would not change the set. Customer does not want to return the set or reservoir for analysis. Customer's mother was advised to call back if any issues come up.